Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the electronic control unit (ecu) heated up during testing, the electric motor made a grinding noise, the electronic control unit contacts were corroded, the device had worn seals and bearings, and there was excessive grease inside device. It was determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be component damage caused by improper cleaning methods. This is further defined as user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device did not work. During in-house service and evaluation it was found that the electronic control unit (ecu) heated up during testing, the electric motor made a grinding noise, the electronic control unit contacts were corroded, the device had worn seals and bearings, and there was excessive grease inside the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.